Event description:
Device 3 of 3. See MFR report # 1627487-2010-03948 and 1627487-2010-03921. The pt received her scs sys on (B)(6) 2006. It was reported that the pt had been experiencing headaches ever since the sys was implanted. She has been reprogrammed several times but the headaches persist. The sys was explanted and returned to the MFR for eval on (B)(6) 2010.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.